Manufacturer narrative:
Patient weight not made available from the site.(B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.(B)(6) 2014, a medtronic representative, following-up at the site, reported the issue could not be replicated. The instrument was functioning as expected. It appeared the vertek arm may not have been tightened properly. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, registered nurse (rn), reported that while in a procedure, the surgeon alleged an inaccuracy believed to be caused by a loose vertek arm. No specific measurement was provided. No further details regarding the damage, or how it occurred, were provided. A different vertek arm was brought in to continue the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.